Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: driveline malfunction.

Event description:
Major pump unit(s) involved: blood pumpadditional text: pocket infection subsequent to driveline infectionspecific component(s) involved: driveline malfunctionadditional text: driveline site infectionother component:causative or contributing factor: patient noncompliance in device maintenance and protectionother cause:intervention(s): replacement of driveline; replacement of pumpother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: driveline malfunction.